Event description:
The line is leaking at the junction where the PICC catheter meets the pink hub. The patient had to undergo another procedure to have a new PICC line inserted. Successful PICC insertion after many attempts.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Manufacturer narrative:
We received the catheter with the sliding clamp and a needle-free device attached as the faulty sample. The attempt to flush the catheter was unsuccessful, even after the catheter was massaged. The catheter was found to be occluded. Dried solution residues and an organic residue were visible near the pink adapter. Microscopic examination revealed that the catheter tube was partially torn near the pink adapter. The fracture surface was very rough, indicating excessive tensile force. Furthermore, the customer stated in the pir that the catheter was functioned without leakage for 5 days, and an alcohol-based disinfectant was used. The IFU states: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectant. This may irreversibly damage the catheter. The component batch history records could not be reviewed, and it could not be determined whether any deviations occurred, as the lot number was not provided by the customer. However, each catheter undergoes flow and leak testing during production, and the tensile force and dimensions of the catheter and set components are randomly checked as part of the quality control process. Corrective action: since the catheter functioned as intended for 5 days before the leakage occurred, we do not believe the defect is manufacturing related. Any manufacturing problems that could cause a leak would likely have been detected by the user during the initial flushing of the catheter. Therefore, no further corrective action has been initiated by quality management at this time.

Event description:
The line is leaking at the junction where the PICC catheter meets the pink hub. The patient had to undergo another procedure to have a new PICC line inserted. Successful PICC insertion after many attempts.